Manufacturer narrative:
Customer reported that a pyxis anesthesia es system drawers malfunctioned during a procedure. Customer did not disclose the nature of the procedure. Customer did not report a delay to patient care. No patient or user harm was reported. This event is recorded on complaint number 01913640. A technical support specialist evaluated the device and was unable to find or duplicate the reported malfunction. The field service technician performed system checks on the device's hardware and software and confirmed that the device and the drawers were operational.

Event description:
Customer reported that a pyxis anesthesia es system drawers malfunctioned during a procedure. Customer did not disclose the nature of the procedure. Customer did not report a delay to patient care. No patient or user harm was reported.